Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. (B)(6). (B)(4). The customer biomedical engineer will evaluate the iabp. If additional information is provided by the customer, we will submit a supplemental report.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had shut down. The flight team manger reported that when the iabp battery was removed, the entire pump shutdown. However the other battery was not removed and the unit should have switch over to the other battery. A getinge representative could not create the issue in biomedical engineer's facility. The biomedical engineer will evaluate the iabp. It is unknown under which circumstances this event occurred or if a patient was involved. However, no adverse event was reported.